Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted on (B)(6) 2019 for volume overload. The subject was required continuous renal replacement therapy (crrt) for volume removal in setting of acute kidney injury (aki). Digoxin was held in setting of renal dysfunction. The patient was transitioned to bumex and dobutamine drip off crrt. The subject met criteria for discharge on (B)(6) 2019

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event (renal dysfunction) and a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively established through this evaluation. The patient ultimately expired on (B)(6) 2020 ,due to patient condition (reported under MFR # 2916596-2020-01620). The center reported that heartmate 3 lvas, serial number (B)(6), would not be returned for evaluation. The hm3 lvas IFU lists renal dysfunction as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.